Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device had a torn hose and would not rotate. Therefore, the reported condition was confirmed. The assignable root cause for the hole in the hose was due to mishandling of the device by allowing it to come into contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning which is user error, abuse and possibly misuse. The assignable root cause for the no rotation was due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to surgery, it was observed that the motor device was not functioning properly. During in-house engineering evaluation, it was observed that the device had a torn hose and would not rotate. There were no delays to a planned surgical procedure as an identical spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.